Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger battery light was not charging and was only incrementing the green lights up and down repeatedly. Patient services reviewed how to check ins battery level using the mico my therapy app before troubleshooting the recharger. The patient encountered por message, which they were able to dismiss and confirmed the ins battery was 70% charged. The patient turned therapy back on again after dismissing the por message. Patient services reviewed how to reset the recharger which resulted in corresponding error tones and light. Patient services reviewed how to launch recharger application and as expected patient encountered (B)(4) message. Patient services reviewed how to dismiss the message and patient then encountered a message that the wireless recharger battery is low and needs to be charged. The patient placed the recharger on the docking station and it now appears to be charging normally with the first portion of the battery incrementing green. Patient services recommended that the patient allow the wireless recharger to charge fully before charging the ins which patient plans to do this evening. The troubleshooting steps that were taken on the call resolved the issue. On (B)(6) 2021 the patient called back reporting that after charging the recharger yesterday they were able to charge their ins from 70% to 90%. The ins never got to 100% and the charger beeped like it does when you are done charging and it had a yellow light at the bottom of the recharger battery light. The patient left the recharger on the charging dock overnight but it did not charge at all. When the patient presses the power button the charger emits error tones and yellow light. When patient launched the recharger app they encountered 3701 code and message that the recharger battery was low. When patient places the charger back on the charging dock it still is unresponsive and not charging as expected. Patient services emailed replacement request to repair. On (B)(6) 2021, the patient called back after receiving replacement recharger and needed assistance pairing it to the handset. Patient services reviewed how to do so. The patient encountered (B)(4) error message which indicated the charger is near metal. Patient stated they had the charger sitting on top of their laptop. Once patient moved the charger away and dismissed the error message this resolved the issue and the recharger was paired. Patient is going to dock the charger until this evening when they planned to charge their ins. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that replacing the wireless recharger resolved the issues recharging. They were able to successfully recharge the implant and the issue was resolved. The cause of the power on reset (por) was unknown.